Manufacturer narrative:
The reported events of far r wave oversensing and mode switch were not confirmed. Visual inspection did not find any anomalies. Thermal and mechanical testing did not find any anomalies. Assessment of total longevity was performed, and device was found to have appropriate longevity remaining.

Event description:
It was reported that the patient presented for follow up in clinic with episodes of far r oversensing and mode switch recorded by the pulse generator. The device was explanted and replaced. The patient was discharged.